Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the reports were reviewed with the physician and the device function was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room feeling week and dizzy. The implantable pulse generator (ipg) was interrogated was unable to confirm ventricular capture on the electrogram (egm). The device remains in use. No further patient complications have been reported as a result of this event.